Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery could not be fully charged. There was no reported impact to customer's blood glucose. Although requested, customer did provide further information and declined tandem technical support's offer to troubleshoot.